Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: multiple loss of prime warnings observed in the black box with zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration failed: force sensor removed and tested- resistance value was found to be out of specification. Moisture observed on force sensor plate. Unrelated to the complaint, there is a dim display- letters have a red hue contrast button on keypad is inoperable, all others respond intermittently. No physical damage on keypad. Removed keypad- contamination found under all button contacts. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.